Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. Attempts to obtain additional information were unsuccessful. All available information indicates that the product was explanted.

Event description:
Additional information was received from the field representative indicating that the patient had aortic valve endocarditis and an infected valve. No additional adverse patient effects were reported.